Manufacturer narrative:
Product event summary: analysis was not able to confirm an issue with analyzer¿s atrial channel. Analyzer passed functional and systems tests. However, the analyzer's connector was found to be damaged.

Event description:
It was reported that the analyzer's atrial channel could not sense. The analyzer was returned to service. There was no patient involvement.